Event description:
Consumer reported she underwent a bilateral blepharoplasty in 2008. Sutures were explanted one week following the procedure per protocol. The pt developed a pimple-like reaction on the suture line of one eye approximately one month later. The contralateral eye is unaffected. The site was lanced with a scalpel. The attending surgeon reports this event is similar to a granuloma.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.